Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the left cylinder was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually and microscopically inspected, and leaks tested. No damage or abnormalities were noted in its rear tip extenders; however, cylinder inner and fabric thread tube was detached in the proximal end of its body. In addition, the component did not pass leakage evaluation due to a hole in its proximal end, consistent with sharp instrument damage. The pump was microscopically inspected and tested of leaks. No damage or abnormalities were noted, and no leaks were identified. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the left cylinder was noted. Cylinder and pump were removed and replaced. There were no patient complications reported.